Manufacturer narrative:
The device was not returned for evaluation, this case is relating to a literature review of an unknown biobrane product. All supplied information has been reviewed and we have not been able to confirm the complaint. Medical review concluded, the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. Delayed wound healing and poor scar outcome, cannot be delineated, without any product deficiencies reported. Wound type and patients medical history may be a contributory factor. A documentation review has been conducted, confirming previous complaints of this nature. No historical escalations or manufacturing problems were observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate delayed wound healing, without a causal link established, no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Without a valid lot number, we cannot perform any additional investigations, but we will continue to monitor for adverse trends relating to this product range. Smith & nephew continue to control the release of batches/devices against manufacturing specifications as part of our approved quality management system.

Manufacturer narrative:
Internal complaint reference case- (B)(4). Initial reporter: postal code (B)(6). Wood, f., martin, l., lewis, d., rawlins, j., mcwilliams, t., burrows, s., & rea, s. (2012). A prospective randomised clinical pilot study to compare the effectiveness of biobrane® synthetic wound dressing, with or without autologous cell suspension, to the local standard treatment regimen in paediatric scald injuries. Burns, 38(6), 830-839. Doi: 10.1016/j.burns.2011.12.020.

Event description:
On the literature article named "a prospective randomised clinical pilot study to compare the effectiveness of biobranew synthetic wound dressing, with or without autologous cell suspension, to the local standard treatment regimen in paediatric scald injuries", the authors of the study reported that during burn wound treatment with biobrane, one patient had a poor scar outcome. The patient was treated with steroid injections for scar management. No other patient complications were reported. The patient outcome is resolved.